Event description:
An error message was reported with the adc device. Customer received an error 3 message on their meter display and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to treat self. No treatments were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Performed a visual inspection on the returned reader and a crack to the casing was observed. However, the damage did not affect the use of the reader. Attempted to perform control solution testing; however, the test would not start. Did not observe error message. The reader was de-cased and visual inspection was performed. Debris in the strip port was observed. Therefore, the issue is not confirmed to use due to debris in strip port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information: d4 - unique identifier (UDI) #(B)(4) also serves as a correction report. Section d4 (serial number) has been updated from (B)(6) to (B)(6) .

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based off the customer's report of the event occurred two months from date of reporting. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 3 message on their meter display and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to treat self. No treatments were reported. There was no report of death or permanent impairment associated with this event.